Manufacturer narrative:
B3: estimated date of event per patient narrative procedure physician name: (B)(6).

Event description:
Reported via patient call center it was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2022 and a 35mm watchman flx closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging showed there was a good seal and healing around the closure device so the patient was taken off xarelto and put on plavix and aspirin. At 6 months post index procedure, the physicians took the patient off plavix and only had the patient on aspirin. In (B)(6) 2023, the patient experienced a stroke, and the physicians put the patient back on eliquis.